Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that there were high impedances. The lead was replaced and the issue was resolved at the time of this report. The patient was alive with no injury. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97791, product type: accessory. Device analysis for lead (B)(4) revealed the body conductor broken at injex anchor site. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.